Event description:
It was reported the patient had not recharged her ipg since (B)(6) 2013 and has not received stimulation for approximately 4-5 months (exact date unknown) . The patient stated she used the stimulation intermittently and she stopped checking to see if the ipg needed to be charged. A second programmer and charging system were unable to communicate with the ipg. The patient will follow up with her physician and surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction numbers: 1627487-12192011-002-r; 1627487-12192011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history